Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed on a (B)(6) male patient in interventional radiology. During insertion into the patient's basilic vein, 4 cm of the sheath broke off in the patient. As a result, the patient was taken to pediatric surgery were a 3cm incision was made to remove the sheath that broke off as well as the PICC line. The wings on the sheath remained intact and were not an issue. There was no delay in treatment and no patient death or complication were reported.